Manufacturer narrative:
Device was used for treatment, not diagnosis. Implant date was provided as unknown date in 2012. No explant date. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.

Event description:
Patient was implanted with an unknown prodisc-c at an unknown level on an unknown date in 2012. The prodisc-c will be explanted on an unknown future date to the patient's on-going pain. This is 1 of 1 report for complaint (B)(4).